Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection at the incision site post implant. The device and right and left ventricular leads were explanted on (B)(6) 2018. The patient was in a stable condition.